Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose as well as insulin pump had a pump error alarm. The blood glucose level was 54 mg/dl at the time of incident. Customer¿s current blood glucose value was 81 mg/dl. Customer treated with food for low blood glucose. Customer stated that they were unable to rewind the insulin pump. The product will return for the analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm or drive count or time values or changes incorrect for moving or coasting error alarm noted. Device received with moisture damage motor assembly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.